Event description:
Device malfunction: needle-to-cuff miss (device #1). Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during a pre-closure procedure for an abdominal aortic aneurysm procedure a needle-to-cuff miss occurred with the first proglide device and when the plunger was pulled back on the second proglide device no knot was present. The devices were removed and hemostasis was achieved using a third and fourth proglide devices. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report. (Off-label access site size). Device #2 - proglide part #12673-05; lot #78006-6h), is being filed under a separate medwatch report.